Manufacturer narrative:
The reported event of a separation failure was not confirmed. Final analysis found no anomaly on the outer or inner helix; the helix lengths were within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure of the atrial aveir leadless pacemaker (lp), the lp failed to be released from the delivery catheter. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.